Event description:
A patient implanted with a ti occipital plate-medial, 3.5mm ti pre-bent rods and ti axon locking screws for an occiput to c4 fusion with iliac crest structural bone graft was returned to the operating room for revision. The rods had dissociated from the plate and the locking screws had dissociated from the mating threads. Surgeon removed the rods, recontoured them, and put them back into the patient with new locking screws. Plate was not removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.